Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's most current level was 170mg/dl. The customer states their levels had risen as high as 400mg/dl. The customer states they changed their set and their levels dropped to the 200mg/dl range. The customer states they treated with manual injections. Troubleshoot was conducted. The customer states they would like their device replaced and are positive the pump is the issues. The customer was advised that a continuation of therapy pump would be sent out. Nothing is being returned at this time.